Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed post sensed t wave oversensing exhibited by the implantable cardioverter defibrillator. Also noted was variable r wave amplitude. Subsequent programming interventions were made. There were no patient consequences.